Event description:
Same case as MDR ID#: 2134265-2013-03148, 2134265-2013-03150, 2134265-2013-03151, 2134265-2013-03152. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and other complications. In 2006, five taxus liberte stents were placed in the left anterior descending artery (lad). In (B)(6) 2013, in-stent restenosis was noted in all five stents and the patient had troponin rise, left bundle branch block and heart failure. The patient was treated with a non-bsc stent. The patient's condition was stable.

Manufacturer narrative:
If implanted, give date: 2006. Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).